Event description:
It was reported that a patient underwent a kidney procedure on (B)(6) 2022 and suture clips were used. During the procedure, the clip could not be closed on the suture. The device was used on the blood vessels. Another device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what suture type was used? No further information will be available. What suture size was used? No further information will be available. When the event occurred, was the suture placed near the hinge of the clip? No further information will be available. Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? No further information will be available. Was the applier checked for damage (jaws straight and aligned)? No further information will be available. What was the surgical procedure involved? A laparoscopic urological procedure on kidney and adrenal gland. No further information will be available. Was this a robotic procedure? No further information will be available. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? No further information will be available. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the xc200 reload was received inside of the opened foil with only 2 clips loaded, and 6 loose clips. 2 loose clips were received partially closed, damaged and 1 loose clip was received closed and damaged. In an attempt to replicate the reported incident, the clips were tested for functionality with a test device. 3 clips were manually loaded. Upon functional testing of the clips, the instrument loaded, retained, and deployed 5 clips as intended over the suture. The instrument was fully functional and conforming. The event is related to improper use of the device. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history batch: a manufacturing record evaluation was performed for the finished device rm2apj/xc20002 and no non conformances/ manufacturing irregularities related to the malfunction were identified.